Event description:
Slide distance regulator broke, while pt was working on total gym exercise equipment for right leg strenghtening, causing the pt to "over bend" his knee. Pt complained of pain and says he felt a "crack" in his knee. Pt's knee was x-rayed and results indicated no acute injury related to device malfunction. Pt was sent to his physician for follow-up appointment. His physician was also notified of the x-ray results and copies of x-rays were given to pt to bring to his appointment.